Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the physician speculated that excessive manipulation and movement of the stimulator caused the lead to curl up and break. All parts of the lead were explanted. Interrogation of the leads showed they were defective. The patient was re-implanted after removal. No information on patient outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was admitted on (B)(6) 2014, for removal of a malfunctioning implantable gastric pacemaker system with a broken lead. A pseudocapsule containing murky fluid had also formed around the gastric pacemaker battery. The gram stain of the excised pseudocapsule showed gram positive cocci in chains. This was consistent with the patient¿s history of (B)(6). The patient was discharged on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, product type: lead, product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).